Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. There was no impact to the customer's blood glucose level. The customer was able to clear the alarms and resume insulin delivery. Customer indicated that their current pump will be used for insulin delivery until replacement arrives.